Event description:
Patient reported there was an issue with her pump in (B)(6) 2012. They were going to "drain the line first and then the reservoir". Per patient, "they stuck me 12 times trying to get that done". The patient was hospitalized "because they couldn't drain the lines". They "tried 6 times one day". The patient went under x-ray and they tried several other times and were unsuccessful. The patient's doctor returned from out of town. Per patient they "stuck me twice more". Per patient the hcp stated, the pump was in the correct position but they "cannot access that port". Patient asked if the pump was defective and doctor said "not exactly". The patient planned to go in for a refill. The pump originally contained dilaudid and it "wasn't doing any good". It was changed to morphine. Patient was seeking a physician to manage her care. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter: product ID, 8578 serial# (B)(4), implanted: 2011 (B)(6), product type accessory (B)(4).

Event description:
Additional information was received. It was reported that the physician was unable to access the catheter side-port, under fluoroscopy exam. It was noted that there were no signs or symptoms related to the event.

Event description:
Additional information was received. It was reported that the patient still had concerns regarding her device or therapy, but she was working with her doctor. The patient had an appointment on (B)(6) and had another scheduled for (B)(6). It was also noted that she had found a new doctor who was a pediatric surgeon, though she had not been in contact with him at the time of report.